Event description:
It was reported that during revision procedure, the patient experienced loss of motor function in bilateral hands. As a result, the procedure was aborted to address the issue. The patients motor function was restored in post op. On (B)(6) 2024 surgical intervention was undertaken to implant the paddle lead and patient is receiving adequate therapy at this time.

Manufacturer narrative:
Section h6: codes corrected. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.